Event description:
At cannula's insertion into the patient's right shoulder it was noted on camera that a small piece of the cannula had broken off the end of the cannula. The piece was removed from the patient in its entirety and the cannula was then removed from the field.